Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the lines during their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the fluid leaks came from faulty cassettes. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the lines during their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the fluid leaks came from faulty cassettes. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. Upon further follow up, the pdrn confirmed that fluid leaked occurred from the lines that connect to the cycler. The event happened during set up and the patient was not connected. The patient used a cassette from a different box and was able to complete treatment. No fluid came in contact with the cycler.

Manufacturer narrative:
Additional information: b5 upon receipt of additional information, there is no reportable event so no further updates will be required.